Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6). Other text : not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. The iabp was switched for another and taken to the hospital biomed. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that the issue was related to the balloon itself (reported under mfg report number 2248146-2020-00322) and not with the iabp unit.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. The iabp was switched for another and taken to the hospital biomed. No patient harm, serious injury or adverse event was reported.